Event description:
Customer reported system filmer is stuck. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and lubricated the filmer drive rails. System operates as intended.